Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had repeated discrepancies between her blood glucose and sensor glucose readings. Her blood glucose was 167mg/dl at the time of reporting. After troubleshooting she was advised that her sensors would be replaced. Her current sensors are being returned. No additional information was reported.